Event description:
Foley catheter institu for ceseran section... Approximately 24 hours after c/s in attempt to remove catheter... Nurse used syringe to extract balloon water...obtained approx. 2cc...unable to extract any additional eater...catheter would not come out of bladder meatur; outlet control cut off to release water without success. Catheter cut without any success in sremovl. Emergency consult to urologist to remove catheter. In manipulation through the vaginal outlet, the catheter was removed with the balloon in tact. No trauma or adversse effect noted at this time. Device mailed to manufacturerdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.